Event description:
Complainant alleged that while attempting to defibrillate a pt who had coded, the device failed to power on via battery power. When the device was powered on in ac power, "pacer fault 116" and "defib fault 72" messages were displayed. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.